Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 20 g x 1.00 in. Bd nexiva¿ closed IV catheter system with dual port the IV extension leaked at proximal site. Blood from patient leaked from disconnect portion of tubing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation level a: DHR review - yes, required for MDR; qn database review - no, not required; eura review - yes, required for MDR; sample analysis - yes the customer's experience was confirmed and reproduced by the sample received. The eura was reviewed and the failure mode of kinked extension tubing was not identified. However, the end user effects of this failure mode are shared with the failure mode of detached extension tubing, which is already addressed in the document. An ecr/o will be opened to update the document accordingly. Root cause: manufacturing: this defect occurs at the zone 8 adhesive dispense station if the catheter adapter is misaligned. Current process controls include routine leak testing after zone 9 as well as an online flow tester. No CAPA necessary.